Event description:
It was reported that episodes of inappropriate ams (automatic mode switch) were noted on the right atrial (ra) patient¿s lead due to over-sensed noise. The patient was asymptomatic and currently being monitored. No intervention was performed.